Manufacturer narrative:
(B)(4). The device has not been returned to for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon inserted the minigrip alligator device, secured a small piece of the pelvic floor to dissect suspected endometrial tissue. He engaged the ratchet to an on or activated position; the black plastic ratchet lever came away from the device on both sides. The device was now stuck in the ratchet on position and the jaws could not open to release the tissue sample for retrieval. The surgeon tried to open the jaws with the hand piece lever but the whole hand piece broke and was completely non-functional. The tissue was still trapped in the jaws of the device. The device was removed back through the abdomen and the tissue came free and stuck to the peritoneal wall where the surgeon was able to retrieve the specimen. The patient was not harmed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) visual, dimensional and/or functional testing no sample available for testing. DHR review results all operations and documentation were completed. Root cause the device was not returned, therefore a formal investigation could not be completed to determine a root cause. Corrective actions implemented actions for similar incidents have already been implemented.

Event description:
Alleged event: the surgeon inserted the minigrip alligator device, secured a small piece of the pelvic floor to dissect suspected endometrial tissue. He engaged the ratchet to an on or activated position; the black plastic ratchet lever came away from the device on both sides. The device was now stuck in the ratchet on position and the jaws could not open to release the tissue sample for retrieval. The surgeon tried to open the jaws with the hand piece lever but the whole hand piece broke and was completely non-functional. The tissue was still trapped in the jaws of the device. The device was removed back through the abdomen and the tissue came free and stuck to the peritoneal wall where the surgeon was able to retrieve the specimen. The patient was not harmed. The patient's condition was reported as fine.